Event description:
Pt had ICD implantation on 7-29-98. Pt was discharged on 7-30-98 without complication or complaint. Pt returned to his primary cardiologist who felt pt should be referred to another hosp for eval for heart transplant. The pt was hospitalized at this hosp on 8-12-98 and placed on high priority status for transplant due to worsening ventricular failure. The pts condition worsened, requiring mechanical heart placement while awaiting a donor. The procedure was performed on 08-21-98. Post surgical course is unk at this time. The pt's failure worsened and according to pt's wife, he went into a coma on 08-31-98. The pt expired on 09-01-98.